Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0a4jt, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0a4jt, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient had swelling, pain, and an infection at the generator pocket. Intervention involved removing the entire system. The event resolved without sequelae and was noted as not related to the device or therapy and related to the implant procedure. The event resulted in in-patient hospitalization.